Event description:
Subsequent to the initial MDR, product was provided for investigation. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed via product. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's sensor failed 3 days after it was put on the arm. She uses tandem tslim in modified closed loop. The patient was not getting any readings anymore and was not able to change it yet. The last known egv was not provided. Her tandem pump gave her bolus and she passed out. She thinks strangers may have called emergency services and she was brought to emergency room. She does not remember what was her glucose value was at this point. She was given IV drip of saline and d50. She was not admitted and was sent home on the same day. The last "reading" she can remember before she was discharged was 160 mg/dl. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.